Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned impactor pad confirmed that it was fractured and showed signs of use (gouged, impact marks). Fracture analysis identified that the fracture was consistent with overload fracture failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was impacting a cr pressfit femoral component when the black impactor pad broke. During intraoperative impaction of the femoral component, the impactor pad fractured. No additional procedural details, device fragments, or environmental factors were reported. No consequences or impact to the patient were reported. Attempts have been made and no further information has been provided.